Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 7495lz66, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7495lz66, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 389033, lot # j0235561v, implanted: (B)(6) 2003, product type lead; product ID 389033, lot # j0236913v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported there was a por condition. It was noted the battery level at the time of report was 2.52. It was logged there was no report of emi and the lead was cervical. It was reported stimulation was intermittent, and coming and going for the previous few days. Additional information received reported there was no error code as far as the manufacturer representative (rep) knew, it just showed the screen where it asked to enter the device serial number. It was noted the cause of por was not determined. It was reported the patient was experiencing intermittent stimulation, shutting off and on, and that some of it may have been explained by positional changes. It was logged the rep reprogrammed and that improved. It was then reported ¿prior authorization had begun to revise system.¿ it was also reported the patient was doing well.